Event description:
It was reported that during testing conducted at the manufacture facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacture facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.